Manufacturer narrative:
A ge service evaluated the system, but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported the system would shutdown whenever the power cable was touched. The field engineer found that the plug on the power cable was defective. This resulted in a loss of imaging functionality. There is no report of injury or death.